Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex braid was returned without the pushwire. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully opened with no damage. No other anomalies were observed. Based on the device returned analysis findings, the event cause could not be determined as both ends of the returned pipeline flex braid was found fully opened with no damage. It's possible that the "moderate vessel tortuosity" may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex embolization device that did not open at the distal segment. The patient underwent embolization treatment for a small unruptured saccular aneurysm located in left internal carotid artery. Measuring 4.5mmx4mm, landing zone distal 4.3mm proximal 4.6mm. It was reported that the distal end of the device was unable to open at the decided position. Recaptured was performed according to IFU. During the recapture process, the whole system was lower than the decided location, therefore, the whole system needed to take out with microcatheter. The procedure was completed with same setting, same microcatheter, and same size of another pipeline flex uneventfully. The vessel was moderately tortuous. No patient injury was reported.